Event description:
A customer contacted (B)(4) regarding a leak in her peritoneal dialysis transfer set that she noticed during therapy on her homechoice machine in fill cycle 5 of 7. The home patient (hp) stated she needed to end therapy as she noticed that her transfer set was damaged. The hp stated she used a clamp to stop the leak. The technical service representative (tsr) assisted the hp to end therapy. The hp confirmed to call her nurse. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak in the transfer set. The report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's nurse (rn) who stated that the leak in the transfer set was fixed by trimming and replacing it. The rn stated the transfer set had been in use for three (3) months and confirmed the patient performs automated peritoneal dialysis (apd). The rn stated the leak was discovered during a therapy; no further detail was known. The rn stated the transfer set was cracked; however, no further detail was provided. The rn stated she was not aware of any misuse or overtorquing by the patient. No patient injury or medical intervention was reported. The patient continues to receive pd therapy with the home choice to date.